Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018 due to seizures and surgical complications. The cause of death was respiratory failure. The caller stated that the customer had a brain tumor and seizures resulting from a craniotomy surgery that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected more than 48 hours prior to passing. The pump was beeping and was taken off the customer. The customer was sensors. The customer's pump was not working and the customer had experienced some major highs and lows with it. The customer almost ended up in a coma for a low and was working with their support to tweak the pump. It is unknown if the auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the high and low events. The caller agreed to return the insulin pump for analysis.